Manufacturer narrative:
(B)(4). Technical service center received the actual sample for evaluation. The reported issue was not confirmed. No problem was found during evaluation. The instrument was performed function tests and met all specifications. Therefore the root cause of this failure was not determined.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During a review of the event log report of a homechoice (hc) machine that was returned for a regular maintenance, an increased intra-peritoneal volume (iipv) was identified on an unknown date during cycle 1 of 2. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 4525 ml, which met iipv criteria. No patient injury or medical intervention was reported. There was patient involvement.